Event description:
It was reported that the intraocular lens (iol) was partially inserted but there was a capsule tear noticed and the lens was removed and replaced in the same procedure. The device was discarded. No further information was provided.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information regarding the event; however, to date, no additional information has been received. Device evaluation: the device was not returned at the manufacturing site, as it was discarded; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that one other complaint for this production order number has been received. The complaint issues reported are not related. No escalations were required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.